Manufacturer narrative:
Follow-up #1: date of submission 20-dec-2017 - device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: during investigation, the black box data from date of the complaint had been overwritten. The current black box history showed multiple loss of prime warnings with low non-zero force. The pump was exercised for 24 hours with no loss of prime being duplicated. Force calibration testing passed within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.